Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported fluid overload, fever, nausea, vomiting, diarrhea, shortness of breath (sob), pleuritic chest pain and peritonitis which warranted hospitalization and antibiotic therapy. The specific etiology of the peritonitis is unknown, therefore causality cannot be determined. The etiology of the fever, nausea, vomiting, diarrhea, shortness of breath (sob) and pleuritic chest pains is unknown, therefore definitive causality cannot be determined. However, these event(s) can reasonably be considered possible byproducts of the underlying peritonitis event. The treatment data provided was assessed, and showed no indication the liberty select cycler caused or contributed to an overfill and/or iipv event. Nor is there any evidence the liberty select cycler malfunctioned and/or failed to perform as expected in relation to this event. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported event remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt), called technical services regarding drain complications, and reported they were recently hospitalized for fluid retention. During follow-up, the peritoneal dialysis registered nurse (pdrn) stated the patient was hospitalized for fluid overload. Reportedly the pdrn noted a weight gain of approximately 4.9 kg (58.9 kg) prior to the patient¿s hospitalization. The patient continued to perform pd therapy while hospitalized, and the additional fluid was likely removed utilizing a 4.25% dialysate solution. The pdrn reported the patient has recovered from the event of fluid overload and continues to perform pd therapy without issue. The discharge summary was received and revealed the patient presented to the emergency room (ER) after experiencing fever, nausea, vomiting, diarrhea, shortness of breath (sob) and pleuritic chest pains for four days. The patient¿s vitals upon admission were stable; blood pressure (bp) = 121/83, temperature (t) = 37.4, heart rate (hr) = 95, respirations (rr) = 17, oxygen saturation (o2sat) = 100%. The patient was initially diagnosed with sepsis (without shock), and possible healthcare associated pneumonia; though these were ruled out via computed tomography (CT) scan and chest x-ray. The patient was initially started on vancomycin and zosyn (dosage, route, duration and frequency unknown); however the antibiotic was changed to intraperitoneal (ip) ancef (dosage, duration and frequency unknown) after peritoneal effluent cultures returned positive for gram positive-cocci (genus and species unknown) and the patient was diagnosed with peritonitis. The patient was discharged in stable condition to their outpatient dialysis unit, and was scheduled to complete the course of ancef with the assistance of the pdrn. It is unknown if any fresenius device(s) and/or product(s) were utilized during the hospitalization. There was no evidence or indication of fluid overload contained in the discharge summary. The nephrology consult confirmed the patient frequently requires a high dextrose solution during pd therapy, due to poor ultrafiltration rates; however the patient continued undergoing pd therapy utilizing their current outpatient prescription throughout the hospitalization. The patient was noted to have lower extremity edema, which resolved during the hospitalization.